Event description:
It was reported that pump displayed malfunction alarm code malf 0 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided reset instructions, assisted customer with successfully resetting pump, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if malfunction returned, which customer understood.